Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified common iliac artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres (atm) for 10 seconds, the balloon ruptured. The device was removed and replaced with a 7.0 x 40, 75cm mustang balloon catheter. However, the balloon also ruptured during initial inflation at 14 atm for 15 seconds. The device was removed and the procedure was completed. There were no patient's complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified common iliac artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres (atm) for 10 seconds, the balloon ruptured. The device was removed and replaced with a 7.0 x 40, 75cm mustang balloon catheter. However, the balloon also ruptured during initial inflation at 14 atm for 15 seconds. The device was removed and the procedure was completed. There were no patient's complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: mustang device - 7x4x75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 6mm distal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and microscopic examination found that both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.